Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic and was not getting any increased rate response with activity despite various programming changes. The ipg remains in use. No further patient complications have been reported as a result of this event.